Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was in disconnect mode. A technical support specialist (tss) dialed into the station, there the field service engineer (fse) already cleared some file in c drive as the c drive was full, then checked the database (db) space, that was 3gb. Then the tss deeply cleaned the disk, then successfully applied the system user package in remote support service and did the backup of the db and shrink the db, then updated the details in the data synchronization setup, then only able to do the full synchronization. After that full synchronization was successfully completed and the customer was able to login and did the counts, then checked in patient encounter system (pes) and the synchronization was current for the station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in disconnected mode and error occurred when access and refill medication. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.